Event description:
It was reported to philips that the c-arm movement was not possible. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. There was no harm reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system prompts "geometry movement partly available" and carm was unavailable. The fse reviewed the system log files and discovered that the geo ipc post failed and the can connect failed. To resolve the issue, fse disassembled the ipc and re-plugged the can board. However, due to the reoccurrence of the problem, fse replaced the geo ipc and downloaded the software. The defective geo ipc was returned to philips for failure analysis. The cause of failure was confirmed as power supply unit failure. After replacement the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable the codes were updated based on the investigation outcome.